Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing intermittent stimulation due to high impedances. As a result the patient was experiencing ineffective therapy. The patient underwent a lead replacement procedure and was having good coverage. Explanted leads will not be returned.